Event description:
It was reported that this pacemaker was suspected to exhibit loss of capture (loc) on the right ventricular (rv) lead. It was noted the lead is implanted in the left bundle branch. Boston scientific technical services (ts) was consulted and reprogramming options as well as further testing was discussed. No adverse patient effects were reported. No information was provided regarding model or serial number, therefore, at this time, there is not enough information to confirm if these products remain in service.